Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was investigated and the results of the returned device analysis indicated that the reported clip opened while establishing final arm angle (faa) could not be confirmed during testing. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported clip opening while establishing faa could not be determined in this incident. The reported patient effect of tissue damage appears to be due to user technique/procedural circumstances as it was thought that grasping and/or opening with the clip was difficult. The reported patient effect of mitral valve injury is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip opened while locked and leaflet was damaged. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr. A second clip delivery system (cds 90118u114) was advanced to the mitral valve and while establishing final arm angle (faa), the clip opened. Multiple attempts were made; however, the clip continued to open. The clip was not implanted and the cds was removed. It was noted that the mr returned to 4 and it was thought that during grasping and/or opening, the leaflet became damaged. A new cds (90118u112) was advanced. While attempting to grasp the leaflets, the gripper arms were not moving. The clip was not implanted and the cds was removed. The grippers were tested again outside the anatomy, and the gripper arms were not moving. No further clips were attempted, and the mr remained at 4. No additional information was provided.